Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer indicated that her blood glucose level went low in the middle of the night and her husband couldn't wake her up, he treated with juice and food. Blood glucose at the time of the incident is unknown. Blood glucose at the time of the call was 127 mg/dl. The customer explained that her blood glucose was high before bed and the insulin pump said she needed 8 insulin units, but she took 4 units instead. During troubleshooting, the customer stated that the drive support cap appeared normal, she was disconnected during the rewind/prime sequence, and the programming was accurate. The customer declined to complete troubleshooting. The insulin pump will not be returned for analysis.